Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument allegedly failed to seal sufficiently during a during a da vinci surgical procedure. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure, the endowrist vessel sealer instrument was not sealing properly. There was no report of patient harm, adverse outcome or injury.